Event description:
A report was received that the patient will undergo a revision procedure to bury the anchor deeper.

Manufacturer narrative:
Additional information was received that the patient's pain in the neck was due to the clik anchors. The patient underwent a revision procedure wherein the physician removed the lead extensions. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure to bury the anchor deeper.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm.